Event description:
It was reported that during an unk procedure, the stapler jammed after 3rd staple, a new stapler had to be opened. Each of the staple lines x3 were bleeding. When a new stapler was opened and used there was no bleeding at staple line. The surgery was delayed by 10 minutes and completed successfully. No patient consequences were reported.

Manufacturer narrative:
(B)(4). Date sent: 5/2/2024. D4: batch # unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Was there any difficulty opening the device jaws? If yes, what steps were taken to open the jaws? If the jaws could not be opened, how was the device removed? Was there any other issue noted with the staple line other than bleeding (malformed staples, staple line missing staples, etc.)? How was the bleeding controlled? How much blood was lost (ml)? Did the patient require a transfusion? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 6/4/2024. D4: batch # 724c69. Investigation summary the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the ats45 device was returned with no apparent damage and with no reload present on the device. The device was tested for functionality with a test reload and it fired, cut, and formed the staples as intended. The staple line and cut line were complete and the staples meet the staple form release criteria. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reached on the cause of the reported event, the instructions for use do contain the following caution: attempting to force the trigger to complete the firing stroke with too much tissue between the jaws, or with dense/thick tissue between the jaws, may result in instrument failure. In addition, it notes that once the firing cycle has initiated, it must be completed. If re-initiation of firing is resumed after the instrument is unclamped, the instrument will lock out. If resistance is felt, stop and replace the reload. The event could not be confirmed as the device performed as expected and during the functional testing, the device opened and closed without any difficulties noted. Device history review a manufacturing record evaluation was performed for the finished device batch number 724c69, and no non-conformances were identified. Additional information was requested and the following was obtained: 1. Was there any difficulty opening the device jaws? Yes. 2. If yes, what steps were taken to open the jaws? Forcefully open. 3. If the jaws could not be opened, how was the device removed? We could open then 4. Was there any other issue noted with the staple line other than bleeding .(malformed staples, staple line missing staples, etc.)? Malformed staples. 5. How was the bleeding controlled? Controlled bleeding. 6. How much blood was lost (ml)? N/a. 7. Did the patient require a transfusion? No.